Manufacturer narrative:
Additional narrative: surgical involvement is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 18, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a matrix screwdriver broke off. It is unknown when the device actually broke, as it was left on the nurse¿s station. Patient and procedural involvement is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: the device history record of the present screwdriver was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The screwdriver was manufactured in february, 2013. Based on these findings, it is likely that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information, the exact cause of this occurrence cannot be defined. It is likely that a high mechanical force had been applied during use. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.